Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and per the physician, the reported unintended movement (clip opening while establishing final arm angle) appears to be related to patient conditions (presence of fibrosed or calcified tissue in the grasping region). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is being filed to report a mitaclip xt that opened while establishing final arm angle (efaa). It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), medial p1 flail, calcium on the lateral part of the valve, small cardiac chambers, and new york heart association (nyha) grade iii-IV heart failure. This was a high risk procedure. During the mitraclip procedure all steps were followed per instructions for use (IFU). The first clip was an xt, that required several grasping attempts due to the difficulty posed by the flailing chordae and the presence of calcium. A moderately satisfactory grasp was achieved with an mr reduction of 1 grade. It was decided to start the deployment sequence. During establishing final arm angle (efaa), the xt clip angle before opening was 10 degrees, and 25-30 degrees after opening on fluoroscopy. Troubleshooting was performed by unlocking the clip and pulling the lock lever a bit further than the blue line, and opening the clip arm angle over 60 degrees. Efaa was repeated with the same results. The xt was removed, and outside of the anatomy efaa was successful. In the physician's opinion the presence of fibrosed or calcified tissue in the grasping region coincided with the locking mechanism. A mitraclip nt replaced the xt, and was successfully implanted. The mr was reduced to grade 2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).